Event description:
It was reported that the left ventricular lead had a high threshold at implant. The lead was capped, left in place, and now has been explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.